Manufacturer narrative:
Complained product will not be not available.

Event description:
Metal connecting the toothbrush head is broken/ keeps falling off - oral-b toothbrush [device breakage]. Case narrative: consumer via social media stated that the metal connecting the toothbrush head was broken and kept falling off. No injury was reported.